Event description:
It was erported to depuy acromed that a lumbar I/f cage broke post-operatively. The device was implanted in 2000. The patient was involved in a car accident in 2001. The cage was removed in 2001 and the patient was re-instrumented with another cage and pedicle screws.